Event description:
Device malfunction: none. Symptom/ae: hemorrhagic stroke. Time of ae: post procedure. It was reported that 6 days post xact stent implantation in the left carotid artery, the patient was hospitalized for a hemorrhagic stroke, aphasia that had improved, and hypertension with systolic blood pressures 160-170's. Concomitant medications included aspirin and plavix, taken pre and post procedure, and the patient had a prior, recent admission for paroxysmal atrial fibrillation with rapid ventricular response that was treated with intravenous heparin. CT of the brain, done in 2009, showed 1.5 cm round hemorrhage posterior left temporal lobe. MRI, done the next day, showed approximate 18 mm acute intracerebral hematoma in extreme posterior aspect of the left temporal lob-inferior left parietal lobe. Hemorrhage appeared to be of an idiopathic nature possibly related to amyloid angiopathy. During this admission, the patient had no new symptoms. Antihypertensive medications were given for blood pressure control and the patient was discharged home the following day. At the time of discharge, systolic blood pressures were 110-160's and plavix and aspirin were continued. Though requested, no additional information was provided.

Manufacturer narrative:
Study report. Evaluation summary: the stent remains in the patient's body. The root cause for the hemorrhagic stroke could not be determined. Cerebral hemorrhage and stroke are possible adverse events associated with carotid stenting as stated in xact instructions for use. This is possible even when the product functions normally. The available info does not suggest that there was a product malfunction, and there was no product malfunction reported. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event.